Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement shortly after implant. A new rv was successfully placed. No additional adverse patient effects were reported.